Event description:
It was reported that during an attempted implant, the lv is-4 set screw would not advance and when the hex wrench was removed from the header, the set screw came out still attached to the wrench. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a set screw anomaly was confirmed in the laboratory. The cause of the anomaly was silicone, septum material found inside of the lv is-4 set screw hex cavity. The lv is-4 septum was also found to be damaged. The silicone, septum material prevented full insertion of the torque driver into the hex cavity.